Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a wear abrasion, a delamination of the valve, an opening on the posterior and white particles on the inner shell. A leak test and microscopic analysis was performed which identified a striated opening on the posterior and a delamination (<75% partial separation). Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool. A delamination partial of the valve (adhesive failure).

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.